Event description:
Scrub tech received the open package from the circulating nurse and noticed the catheter was bent inside the protective hoop. The device was removed from the field and replaced.what was the original intended procedure?ptca stent procedure.device #1is this a laboratory device or laboratory test?no.